Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 09/20/2016. Retain product was tested and the customer complaint was not confirmed. Return product was not available. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Lot h15352 expired 14-jun-2016, retain testing from a previous incident is presented. 40 retain cartridges were tested in whole blood and I-stat control level 2. Customer complaint was not reproduced. Test results for the retain cartridges met the acceptance criteria found in q04.01.003 rev. Y, appendix 1- product complaint level 2 and level 3 investigation procedure. Investigation confirmed the lot is performing to specification. No deficiency identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory on the same sample on the same day.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) male patient with rib pain. There was no additional patient information available at the time of this report. Return product is not available for investigation. I-stat: na= 115, cl= >140. Lab: na= 140, cl= 106. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).